Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, unspecified issue was observed. The iol was explanted in the secondary implant procedure. Additional information was received stating that there had been a scuff on the lens, possibly from the cartridge. There was no harm to the patient. The procedure was completed. There had been patient contact.